Manufacturer narrative:
This report is submitted on june 04, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic the patient experienced dislodged magnet during an MRI (tesla unknown); however, the clinician did not follow the manufacturer's instructions for use of MRI. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2019, in order to explant the internal magnet. A new magnet was placed during the same surgery. The implanted device remains insitu. This report is submitted september 12, 2019.